Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned due to an unknown reason. The patient was doing well postoperatively. The ipg remains implanted and in use.

Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned due to an unknown reason. The patient was doing well postoperatively. The ipg remains implanted and in use. Additional information was received that it was patient's preference to reposition the ipg.